Manufacturer narrative:
(B)(4). The device has been evaluated onsite by baxter personnel, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
The facility reported a flogard infusion pump that had an alarm 38. It is unknown when this condition occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of failure code 38 was confirmed. Service determined that the cause was due to a damaged right force sensing resistor. The force sensing resistor was replaced to resolve the issue.